Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 44 mg/dl. Customer was treated with food. Customer experienced blood glucose level of 250 mg/dl. Customer stated that the active auto mode physically cant switch basal profiles while active adv would have turn auto mode off and then transition back into auto mode later. Customer declined troubleshoot for high and low blood glucose level. The insulin pump will not be returned for analysis.